Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to menometrorrhagia, sui and pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, dyspareunia and vaginal scarring. It was reported that patient underwent excision of vaginal mucosa, suture granuloma due to vaginal pain on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent revision of sling on (B)(6) 2002 by (B)(6). It was reported that the patient concurrently underwent posterior colporrhaphy, and cystoscopy.